Event description:
On 01/21/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was administered heparin in connection with dialysis treatments from (B) (6) 2005 through (B) (6) 2007. Upon information and belief, some of the heparin administered to the pt was a contaminated heparin product. Shortly thereafter, the patient began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The patient passed on (B) (6) 2007.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.